Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as 2134265-2015-02235 and 2134265-2015-02234. It was reported that automatic pullback failure occurred. During a percutaneous coronary intervention (pci) procedure, an ilab ultrasound imaging system was used in conjunction with an atlantis¿ sr pro imaging catheter to view unspecified target lesion. However, it was noted that the atlantis¿ sr pro imaging catheter could not perform automatic pullback. The imaging catheter was replaced with another of the same device but the same problem occurred. Subsequently, the motor drive unit (md5) was replaced with a new md5 and the new atlantis¿ sr pro imaging catheter was able to perform pullback and provided a clear image. No patient complications were reported and the patient's status is stable.